Event description:
It was reported that the patient presented in clinic for a routine device check. It was noted that noise was present on the right ventricular (rv) lead. The noise resulted in inappropriate high ventricular rate episode recordings. The rv lead noise was too large to program around. Programming changes from bipolar to unipolar was suggested and completed. The noise was not reproducible in clinic though ventricular noise reversions were logged in electrocardiograms. The patient was to continue being monitored.